Manufacturer narrative:
(B) (4). Evaluation summary: the reported condition of a pump with an inoperable channel c stop key was confirmed during product evaluation. The assignable cause was not identified in the evaluation; however, the channel c pump head module keypad was replaced to fix the reported problem. This issue is currently being investigated under mdq-CAPA(B) (4).

Event description:
A baxter service technician reported a pump with an inoperative channel c stop key. This was discovered during service evaluation. There was no report of pt injury or medical intervention necessary. This involved an unremediated colleague infusion pump with user interface module master software (B) (4). No additional info is available.